Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented in the emergency room with slow heart rate and feeling fatigue. Device was exhibiting post-paced t-wave oversensing. After further investigation, it was noted that patient experienced potassium imbalance and was admitted to the hospital until issue was resolved. Patient was discharged without further issues.